Event description:
The customer reported the following: a patient presented for a thrombectomy procedure in which an angiojet solent omni thrombectomy set was being used. During the procedure, the angiojet device became stuck on the amplatz guidewire. The physician removed the angiojet catheter with the guidewire. The physician then re-wired the vessel with a second amplatz guidewire and used a second angiojet thrombectomy set to successfully complete the procedure. There was no injury/adverse event reported.

Manufacturer narrative:
UDI: (B)(4). Quality assurance product analysis reviewed the information that was provided by the site. The angiojet solent omni catheter that was in use during the event was discarded; therefore, no further investigation could be performed. Based on the limited information, we are unable to determine the root cause of the alleged issue. In the event additional information is obtained, a follow-up report will be submitted.